Manufacturer narrative:
Review of crrs3 lot r105 results show that the customer received negative results with all cells. Visually the image appear positive. Review of crrs3 lot r108 results show that the customer received positive reaction on cell 1 with a 2+ reaction. The image appear visually positive. Review of repeat testing with crrs3 lot r105 shows that the customer received negative on all cells. Visually the image appear positive. This issue was communicated to customers in technical communication (B)(4) on (B)(6), 2010.

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready-screen 3 (crrs3). Repeat testing with crrs3 resulted negative.